Event description:
The hinge or small hook (part #084.501) broke off of the intrauterine tube (part #084.067) and remained in the pt after the 45 degree ring applicator (#085.096) was extracted from the pt. The broken piece was later retrieved from the pt.